Event description:
It was reported the valve broke while attempting to rotate the valve during implant. Additional information has been requested.

Manufacturer narrative:
The results of this investigation indicated the leaflet fracture and orifice and leaflet surface damage were most likely caused by some external force applied to the surfaces which overstressed the carbon material and resulted in the damage. There was no evidence found to suggest the damage was due to an intrinsic defect in the valve, as supported by the review of the valve's device history record and the testing performed.